Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. The lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The serial number has been added to product information.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. The lead was successfully replaced. No additional adverse patient effects were reported.